Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of lead, it was noted that there was no capture threshold on left ventricular (lv) lead and unexpected muscle stimulation in his chest due to lv lead. After further assessment in clinic, chest x ray confirmed lv lead dislodgement. The lv lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.